Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the implant, low pacing impedance was noted on the patient's right atrial (ra) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.